Event description:
Same patient as MDR#: 2134265-2012-08174 and 2134265-2013-01701. (B)(4) clinical study. It was reported that post a stenting treatment procedure, patient death occurred. The subject presented with anterior wall chest pain associated with diaphoresis, nausea, vomiting, and shortness of breath. The first de novo, 100% stenosed and 20mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.5mm. The first target lesion was treated with pre-dilation and placement of a 3.5x20mm taxus liberte stent; resulting in 10% residual stenosis following post-dilation. (B)(6) 2013 ¿ the patient presented to the emergency room in an unresponsive state. The patient was intubated and the cardiac monitor showed that the subject had predominant ventricular fibrillation with some short episodes of complexes with pulses. The patient was treated medically but was pronounced dead with the primary cause of death noted to be cardiac arrest.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).